Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the irs or return fields in (B)(4) the evaluation is identified as a frame / broken frame/weld. Metal torn away from weld at lower back rear.

Event description:
Dealer states, the right frame is broken at the weld.